Event description:
It was reported that a patient underwent a diagnostic laparoscopy, redo anorectoplasty on (B)(6) 2024 and suture was used. On post-op day 7, sutures "fell out" and re-suturing was performed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information was requested, and the following was obtained: can you identify the product code and lot number of the product that was used? ¿ unable to provide specific information. He was using 3-0 vicryl plus suture. Were there any patient consequences? Patient¿s needed re-suturing, additional wound care. How was the patient treated? Was any medical or surgical ( re-suturing or reoperation) treatment provided? Re-suturing, wound care. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What is meant by the sutures "fell out" on post-op day 7? Did the suture break post-op? What was the appearance of the suture during the second procedure/re-suturing? Were there any patient stress factors that precipitated the event of the sutures "fell out" post-op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?